Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, maryland bipolar forceps instrument was observed to have a damaged conductor wire (black). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any damage noticed out of the ordinary. They were cauterizing when the issue was identified and the black insulation looked stripped or damaged. It is unknown if there was any loss of cautery when the issue occurred, and it is unknown if there was any thermal damage. It is unknown if there was any instrument collision. Nothing fell into the patient.